Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. Blood glucose value was 106 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and multiple the main arm cannot communicate with the motor arm alarms are found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.